Event description:
In 1998 patient injured self while playing softball. The pt tripped and felt immediate pain in their lower left calf and ankle area. The pt was diagnosed with a ruptured achilles tendon and placed in a splint and received a referral. A cast was applied to the patient's left leg. Repair surgery was performed 2 days later. Following surgery, the wound constantly drained and required numerous trips to their treating physician. The pt was given antiobiotics to control the infection. The patient reportedly experienced continuous wound infection from 1998 through 2000. Between 1998 and 1999 the patient suffered episodes of swelling and pain in their ankle. In 1999 the wound began to abscess requiring wound care. The pt reports bloody, purulent discharge for about one year. In 2000, the dr performed exploratory surgery and removed a deep stitch abscess.